Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during a MRI (tesla strength not reported) in (B)(6) 2018. Surgery to reposition the magnet was completed (date not reported). The implanted device remains.